Event description:
The customer stated that he has been hospitalized twice, due to diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. During the phone call, it was found that the customer had recently received numerous no delivery alarms. The customer declined to have the insulin pump replaced. The customer was advised that a diabetes educator would contact him to arrange for additional training. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.